Event description:
During an orthopedic surgical procedure - reduction with internal fixation of tibial fracture - a portion of a depuy drill bit broke off in the surgical site. Manufacturer contacted advised that the drill bit is stain less steel implant quality. Based on location of drill bit, no attempt to retrieve the bit was attempted.